Event description:
It was reported that the patient was experiencing loss of pain relief due to lead migration, and underwent leads replacement procedure. The patient was doing well postoperatively, and explanted percutaneous leads were kept by medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5060820.